Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300-400 mg/dl range. The cause for the reported elevated bg levels was unknown. Customer administered manual injections to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.